Event description:
The recipient reportedly experienced an ear infection. The recipient presented with swelling and lymphadenopathy. The recipient had cultures of serous fluid revealed staph aureus. The recipient was treated with antibiotics. The recipient is currently healing. The recipient's device was explanted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection reportedly resolved. Additional treatment details will not be provided. The external visual inspection revealed cuts in the silicone overmold on the top and bottom covers, as well as a severed electrode. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.